Manufacturer narrative:
Complete information for section h9: correction/removal number: 3002809144-09/18/19-008-c after further evaluation, the suspect medical device was changed from alinity I processing module, list 03r65-01, serial ai01834, in section d of this report to alinity ci-series level sensor, bulk solution, list 04s68-02. Both products have the same manufacturing site of abbott max-planck-ring 2, wiesbaden, germany. Further investigation into this issue found that the patient results could have been impacted by a deficiency of the alinity I bulk solution, level sensor, where a crack could have developed due to environmental stress. A product correction letter has been issued to all worldwide customers with installed alinity I processing module and/or alinity c processing module. The letter informs the customer of the potential reliability issue with the alinity ci-series level sensor and that abbott has redesigned the part to improve the reliability. Abbott recommends that once the redesigned part is available, the customer should replace the level sensor on all alinity ci systems. The letter also informs the customer that they may continue to run the system using the level sensor (ln04s68-02) until the redesigned level sensor (ln04s68-03) replacement part is available. Until the part is replaced the customer was instructed to inspect the alinity ci-series level sensor weekly. The customer was also provided troubleshooting actions that should be taken if any of the error codes associated with a cracked alinity ci-series level sensor were received.

Event description:
The customer observed falsely depressed results on the alinity I analyzer. The following data was provided (ng/l) initial troponin 0, repeated 121 sid (B)(6) initial troponin 0, repeat 36.7. Sid (B)(6) initial troponin 0, repeat 400.9. Sid (B)(6) initial troponin 0.0 ng/l, repeat 120.8. Sid (B)(6) initial troponin 0.0, repeat 197.0. Sid (B)(6) initial troponin 0.0, repeat 451.2. Sid (B)(6) initial troponin 0.0, repeat 509.5. Sid (B)(6) initial troponin 0.0, repeat 8.6. Sid (B)(6) initial bnp <10.0 pg/ml, repeat 431.7, 480.7, 499.0. The customer also observed multiple instrument error messages and results below linearity flagged with a less than sign, there was no reported impact to patient management.

Manufacturer narrative:
This follow up MDR is being submitted to correct the alinity I processing module serial number: the correct serial number is (B)(4). Complete information for correction removal number: correction/removal number: 3002809144-09/18/19-008-c after further evaluation, the suspect medical device was changed from alinity I processing module, list 03r65-01, serial (B)(4), in suspect medical device of this report to alinity ci-series level sensor, bulk solution, list 04s68-02. Both products have the same manufacturing site of abbott max-planck-ring 2, wiesbaden, germany.

Manufacturer narrative:
Complete information for section h9: correction/removal number: 3002809144-09/18/19-008-c further investigation into this issue found that results could have been impacted by the alinity bulk solution level sensor on the alinity I instrument, in which the sensor inaccurately detects the float position due to a leak. The float sensor may result in a failure to properly monitor bulk solutions inventory which could impact the intended contents of the reaction mixture and create the potential for incorrect patient results. A previous product correction letter was issued to all worldwide customers with installed alinity I processing modules. The necessary actions outlined in the previously issued product correction apply to both issues : a) discontinue reporting results until troubleshooting is complete b) provides instruction for inspecting the alinity ci series bulk solution level sensors and the actions to take if a crack is found and c) if the level sensor is not cracked, to reference the alinity ci series operations manual for instructions on troubleshooting for the specific message code. The customer is also provided with specific instructions on how to perform weekly maintenance of the alinity ci series bulk solution level sensor.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the bulk solution level sensor (part number 04s68-02). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed results on the alinity I analyzer. The following data was provided (ng/l) initial troponin 0, repeated 121 , sid (B)(6) initial troponin 0, repeat 36.7; sid (B)(6) initial troponin 0, repeat 400.9; sid (B)(6) initial troponin 0.0, repeat 120.8; sid (B)(6) initial troponin 0.0, repeat 197.0; sid (B)(6) initial troponin 0.0, repeat 451.2 ; sid (B)(6) initial troponin 0.0, repeat 509.5; sid (B)(6) initial troponin 0.0, repeat 8.6. The customer uses a cutoff of 26.2 ng/l there was no impact to patient management reported.

Manufacturer narrative:
This follow-up MDR is being submitted as the product correction letter has been updated. An updated product correction letter was issued to inform the customer that the newly released bulk solution level sensor (04s68-03) will no longer be available in q4 2019 and to continue to use the bulk solution level sensor (04s68-02) with the following instructions: 1) inspect the part for cracks prior to installation 2) continue to follow the weekly maintenance procedure after installation.